Manufacturer narrative:
The device was returned for analysis. The reported premature activation and the reported difficult to remove were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the interaction with the moderately calcified, mildly tortuous and 80% stenosed anatomy and/or inadvertent mishandling resulted in the noted stent sheath kink resulting in the reported difficult to advance and the reported difficult to remove. As the device was being removed it is likely that interaction with the sheath/guiding catheter resulted in causing the distal sheath to slightly retract from the base of the tip and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: procedure description was updated.

Event description:
Subsequent to the initially filed report it was reported that the device became stuck during advancement just outside the sheath. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right external iliac artery with moderate calcification, mild tortuosity and 80% stenosis. The lesion was pre-dilated with a non-abbott 8x40 mm balloon. The 8x40 mm absolute pro self expanding stent system (sess) was advanced to the lesion but the stent was getting stuck just outside the sheath. The device started to deploy the stent when it was being removed from the anatomy. The guide wire and sess were removed together as they were stuck together. A non-abbott device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.